Event description:
The device was used during a gastrectomy. Reportedly, the staples did not form properly, the device was difficult to open, and did not cut. The surgeon applied another device to complete the procedure. The hosp has reported no pt injury occurred.